Event description:
A user facility returned the olympus asset, the colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was inside of the air / water tube. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to wear of flexibility adjustment mechanism o-ring, the scope cover has a crack, the air/water cylinder has no color, the suction cylinder has no color, the forceps channel port has a scratch, the plug unit has a scratch, the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on bending section cover, the image had linear scratches due to damage on charged coupled device unit, water removal ability does not meet the standard value due to damage on the nozzle, the bending angle in down direction does not meet the standard value due to wear on the angle wire, the plastic distal end cover had a chip, the objective lens had a scratch, the bending tube was damaged, the connecting tube had a scratch, the connecting tube had a wrinkle, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to leakage occurring from the flexibility adjustment ring. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.